Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the implantable pulse generator (ipg) site (buttocks). Consequently, surgical intervention was taken and the generator was relocated to the abdomen. There were no complications during procedure, and stimulation was restored successfully.